Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It was unknown whether any deviations from the instructions for use occurred during the reprocessing steps for the area where foreign material remained. No physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected/prevented. The instruction manual states the detection method associated with the event in gif/cf/pcf-290 series, chapter 3 preparation and inspection and prevention method associated with the event in gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.